Event description:
A nurse reported that tip locker error was displayed during calibration for cataract surgery without intraocular lens implantation. The tip is tightened firmly several times, but the error message persisted. A new pk was opened and the error was disappeared. There was no patient contact and no patient impact.This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).